Manufacturer narrative:
(B)(4). Date sent: 2/10/2021. H6: no device problem found (c19). Overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found. Additional information was requested, and the following was obtained: on what date did the implant take place? Not known. What is the product code related to this complaint? Lxmc16. Lot #? Not known. Does the patient have any of the allergies to metals? If so, what test have been done to test for metal allergies. No metal allergies. Is the patient currently taking currently taking steroids / immunization drugs? No steroids or immunization drugs. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? Not known. Was there any hiatal or crural repair done at the same time as the implant? Not sure if hh fixed at original operation. Was mesh used at time of implant? No mesh at original operation. What was the reason for removal of the linx device? Device removed secondary to dysphagia. At the time of removal, was the device found in the correct position/geometry at the time of removal? Device was in proper position at time of removal. Have the symptoms resolved since the device was explanted? Symptoms as of tweed postop visit seemed improved. Will know more at second visit in upcoming week or two assuming pt keeps his appointment. Additional information: explanting surgeon did perform hiatal hernia repair at time of explanation.

Manufacturer narrative:
(B)(4). Date sent: 1/12/2021. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: on what date did the implant take place? What is the product code related to this complaint? Lot #? Does the patient have any of the allergies to metals? If so, what test have been done to test for metal allergies. Is the patient currently taking currently taking steroids / immunization drugs? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? Was there any hiatal or crural repair done at the same time as the implant? Was mesh used at time of implant? What was the reason for removal of the linx device? At the time of removal, was the device found in the correct position/geometry at the time of removal? Have the symptoms resolved since the device was explanted?

Event description:
It was reported that the patient was explanted on (B)(6) 2020. It is unknown when the device was implanted and the reasons why it was implanted. There is no additional information.